Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information was received from the customer upon follow up which stated that ¿it was user error due to them using a scope that did not have the capability to use the setting they wanted.¿ the technical guide indicated that the high intensity only works with certain scope models and light guide. The scope the customer used did not support this function. The issue was resolved at the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. In speaking with olympus tac, the customer reported the backup bulb came on during a procedure. The biomed swapped the light source with another and it did the same thing. He also reported the brightness could not be controlled. It was explained to the customer that the brightness cannot be controlled when the backup bulb is still in use. The customer also reported that the high intensity mode does not work while using the video bronchoscope for testing with the light source. The customer tried the set up with an alternate light source, clv-190 and it did the same thing. The customer did not have the maj-1430 cable attached. The customer was advised that the system is not fully communicating to the scope if the cable is not attached. The light source¿s IFU indicates that the high intensity feature only works with certain scopes. A confirmed list of compatible scopes was provided to the customer, who confirmed he had not been using a compatible scope. The biomed did not confirm the high intensity feature did not work with the lamp as reported by the user. The scope the customer uses does not support this special function. Resolved the issues with the customer. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source¿s backup light came on during a procedure. The biomed swapped the light source with another light source and the same thing happened. The customer also reported the brightness could not be controlled. It was explained to the customer that the brightness cannot be controlled when the backup bulb is still in use. There were no reports of patient harm. Patient identifier (B)(6) captures a related event.